Manufacturer narrative:
Updated analysis summary by (B)(6) on mar 9, 2022. Retainer ring = black. On (B)(6) 2021, the customer alleged audio anomaly and was hospitalized for low blood glucoses. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No over delivery anomaly or under delivery anomaly noted. Device also passed tone check and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing or in the formatted history file. History download was successful using thus and carelink upload was successful. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. In summary, customer allegation for audio anomaly not confirmed during full functional testing. Unable to verify customer alleged for low blood glucoses. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery analysis test. No over delivery anomaly or under delivery anomaly noted. Device also passed tone check and vibrate check on self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. No pump error 63 noted during testing or in the formatted history file. Device uploaded properly using carelink. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer had very low reading and even got a paramedic came because of low glucose. Customer stated that pump was kept on alarming. Customer had high blood glucose. Customer blood glucose level was unknown. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active at the time of event. Customer declined troubleshooting. The device will not be returned for analysis. Frn-unk-rsvr, unomed set.